Manufacturer narrative:
The device received pump error 25 due to connector resistance issue. Insulin pump received with normal operating currents. No low battery alert noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone that the customer's device alarmed power error alarm. The customer's blood glucose was unknown. The device will be returned for analysis.